Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751 l, serial# (B)(4), product type: recharger. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code applies to the implantable neurostimulator which wasn't returned. Conclusion code applies to the recharger which was returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient was having an issue charging their stimulator; the light would come and it would charge, but then it would go dead. The consumer further reported it was the recharger that had the possible issues as it wouldn't charge or power up even though the connector pin appeared to be fine. It was noted the patient wasn't feeling well because most of the time they couldn't get the device to recharge the implant, so the implant would run out of charge, and the pain in the lower back would return. It was further reported that once this happened it took a few weeks before stimulation started to help the pain again. According to the consumer once in a while they were able to get the device to charge the ins, so they thought the recharger had some kind of short in it. No out of box failure was reported. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Analysis of the recharger (s/n (B)(4) found the complaint was unverified as the recharger¿s battery level was at 50% and there was no visible damage to the connector. The method, result, and conclusion codes listed above apply to the recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.